Manufacturer narrative:
Date initial report sent: 10/06/2008.

Event description:
Procedure type: gynecology. According to the reporter: blunt stylet did not return to the proper position. The tip of device was exposed. This caused no tissue damage. No bleeding. A new instrument was used to complete the procedure. Nothing fell into the cavity. Extended or time: unknown. Patient status: ok. No patient injury was reported. No further patient info available.